Manufacturer narrative:
The manufacturing batch number was not provided; therefore, we are unable to review the device history records to confirm the device met all material, assembly and inspection specifications. As received, the specimen wire consists of one each clinically used, damage hydro gw stf std an 180-035 device; returned loaded into the dispenser assembly within a knotted poly bag, and within "zip-lock" style poly biohazard pouch. As received, the specimen presents 0.15cm of the distal end of the core wire protruding through the polymer jacket material approximately 0.04cm from the distal tip, and numerous bends over the distal 16.4cm. The specimen does not present any indication of cut or shear damage, no polymer jacket material appears to be missing. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. However, based on the complaint narrative, it appears that the wire was used as a crossing wire, rather than as a device delivery wire. The device indications for use state the wire is intended "to facilitate the placement of devices during diagnostic and interventional procedures."

Event description:
The patient had a very hard below knee lesion that was heavily calcified. The doctor attacked the lesion aggressively for a prolonged period of time with the wire without any success. When they removed the wire to complete a contrast run they noticed that at the end of the wire the hydrophilic coating had sheared off leaving the bare wire exposed. It was removed and a new one opened. The doctor could not see any of the coating in the leg.